Event description:
The contact states they are getting erratic blood and control results. Customer svc had the caller run normal control tests. The results were 243, 103, 154mg/dl. The range is 86-116mg/dl. A new bottle of strips (same lot#) produced a 149mg/dl control result. A check standard was within range. The contact was going to return the meter, strips, and control for evaluation. A local pharmacy was replacing the meter with a breeze meter kit. Customer svc will follow up with evaluation results.